Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were also visual indications of particulates within the cassette area. However, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2236 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check then passed. A pre-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without any failures or problems. An internal inspection of the cycler identified visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim during power up. It was unknown what the display brightness was set to; the screen was too dim to see. The patient confirmed the power cord was securely seated in the back of the cycler, and it was securely plugged into the wall outlet on the other end. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and that they were trained on performing pd therapy without the cycler. The patient said they would perform manual pd therapy until the replacement arrives. Upon follow-up, the patient confirmed they were able to complete their treatment. It was confirmed the patient did not experience any adverse effects or require medical intervention. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the returned cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.